Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that a "cable fault" message was displayed when any multi-function cable was attached to the device. Complainant did not indicate that there was no patient involvement in the reported malfunction.